Event description:
Found a bd 50ml syringe with luer-lock tip (ref 309653) with broken plunger during sterile products compounding overnight at the [redacted] pediatric satellite. Lot 5154140, exp 05-31-2030. Manufacturer response for 50ml syringe, bd luer-lok tip 50ml syringe (per site reporter). [Date redacted] emailed.